Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications.

Manufacturer narrative:
B1: adverse event: yes.

Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to  endoleak and aneurysm enlargement.

Event description:
The following was reported to gore: on (B)(6) 2015, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. On an unknown date, a distal type I endoleak in the left leg and aneurysm enlargement in the left external iliac artery were observed. On (B)(6) 2021, a reintervention was performed. The left internal iliac artery was embolized by nine tornado coils. Two contralateral leg endoprostheses were implanted in the left external iliac artery. The endoleak was resolved. The patient tolerated the procedure. The physician stated as follows; the reintervention was decided due to the left common iliac artery becoming aneurysmal.